Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to deploy in the stent distal region. The reported product was deployed from phenom27 at the middle cerebral artery (mca), but a deployment defect occurred from the tip. The sleeve was removed, but a deployment defect occurred from the tip, so the entire phenom 27 was removed from the patient's body. Indwelling was done using a different product and it was successful. The pipeline was not positioned in a bend. Less then 50%had been deployed when it failed to open. The pipeline had been resheathed 3 times or more. No other operation was done to deploy the stent. The stent was removed from the patient with the microcatheter. The entire phenom 27 was removed from the patient's body and it was successful, so there was no particular harm to the patient. The devices were prepared according to the package insert. The patient was treated form an unruptured, saccular aneurysm in the left internal carotid cavernous. The max diameter of the aneurysm was 24mm and the neck diameter was 15mm. The distal landing zone was 4.2mm and the proximal landing zone was 4.4mm. Vessel tortuosity was strong. Dual antiplatelet treatment was administered. Pru level was 223. Postoperative findings related to blood flow imaging was normal. No patient symptoms or complications were reported.  Ancillary devices: super arrow-flex sheath introducer set 8fr, effective length 45 cm, launcher 8fr, effective length 90 cm, angled guide catheter, phenom 27 1 marker 2.8/3.2 fr, effective length 160 cm microcatheter, asahi chikai round curve 0.014 inches, effective length 200 cm round curve guidewire